Event description:
Reportedly, upon loading the clip and firing on the cystic duct, the application site was severed and not stapled as expected. Another device was used to complete the procedure. Procedure type: lap. Cholecytectomy.